Event description:
This lead was explanted due to failure to capture and poor sensing. Upon explanting, the helix had tissue in it. The device was retained by the hospital. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.